Event description:
It was reported that when the patient presented in clinic after receiving a vibratory notification, the device was found to exhibit premature battery depletion. Although greater than two years remaining longevity was observed in (B)(6) 2014, the alerts noted that eri was reached (B)(6) and eos was reached the next day. The device was explanted and replaced. The patient was in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench and no anomalies were found. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.